Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not responding due to a software issue. A technical support specialist removed and reinstalled the rss and component manager and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system unexpectedly stuck on the boot up carefusion screen, which hindered users from accessing medication for a patient. The customer stated that the procedure had to be relocated to a room equipped with a functioning machine, which caused a delay to patient care. There were no adverse events or injuries reported based on this event.